Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing pauses due to myopotential oversensing was observed. Oversensing was reproducible in clinic. Low capture was also noted. Programming changes were suggested.